Event description:
It was reported the pt had been experiencing pain on the right side of her head. The pt underwent surgical intervention. The physician decided to explant and replace the pt's supraorbital leads. The replacement leads have been implanted over the left ear. Further follow-up revealed, replacing and repositioning of the leads have resolved the issue. The pt reported effective coverage. No further pt complications were reported.

Manufacturer narrative:
Evaluation results: two leads were returned. Microscopic inspection of the returned leads revealed the following: lead "a": the outer tubing was found damaged at 18.5 cm from the stimulation end. Two wires of out of four of this lead were found broken. There was discoloration present throughout the lead body. Continuity testing was performed while twisting, bending, and stretching the lead. The lead passed the continuity testing. The returned lead was cut consistent with the explant damage. Lead "b": it was returned incomplete. There was no anomalies/damage found. Continuity testing was performed on both segments while twisting, bending, and stretching the lead. Both segments passed continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.